Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Review of the device activity logs indicated the user did not allow suffiecient time for the device to charge before pressing the shock button. The log also shows the device discharging shortly after is was completely charged. This claim has been closed as user error. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device took an extended time to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.